Manufacturer narrative:
The device was not returned for evaluation as it was reported as discarded by the end user facility. Therefore, a device evaluation was not performed. Lot information was not provided; therefore, a device history record review was not performed. A device historical data review was performed which demonstrated no -non-conformances or capas related to the complaint event. There has been an additional complaint for this part number for unrelated issues making the total complaints received for this part 2 in the last 24 months. There is no further information provided to assist with determining a plausible root cause. The project fmea was reviewed and risk potential failure modes identified. The cause can not be established.

Event description:
It was reported that this was a tlif(l3/4) performed on (B)(6) 2022. The cage in question was applied to the lesion. After the surgery, back-out of the cage was confirmed on an unknown date. A revision procedure was completed with a cage one size larger. No further information is available. This complaint involves one (1) device.